Event description:
It has been reported to philips that the x-ray generation was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Fse re-plugged the system and image disks and reinstalled the ippc software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.